Event description:
The customer reported no function. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported no function. There was no reported pt involvement. The philips field service engineer evaluated the device and confirmed the issue was a failed switchless internal paddle adaptor cable. The paddle adapter cable was replaced to resolve the issue. The device passed all performance assurance testing and was returned to use.